Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient, who had MRI headphones and ear plugs for hearing protection, underwent an MRI exam. The patient contacted the customer three days later to report hearing issues which were confirmed that day by an otorhinolaryngologist as hearing loss of 15 db. It is unknown if the patient received any medical treatment or had any pre-existing hearing conditions.

Manufacturer narrative:
H3: ge healthcareâs (gehc) investigation has been completed. An acoustic performance test was performed per nema standards publication no. (B)(4) (acoustic noise measurement procedure for diagnostic magnetic resonance imaging devices) and iec/cei 60601-2-33 clause 26. The testing concludes that the system is within the specification for this system configuration. Based on the information provided by the customer, gehc was able to confirm the patient was provided proper hearing protection for the mr exam. The incident appears to be the result of human medical condition(s) that may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.